Manufacturer narrative:
The report of an inoperable ipg was confirmed. Analysis of the returned ipg found the root cause was due to normal battery depletion to eol (end of life). The estimated longevity range would have been approximately 4 months assuming 1000-ohm program impedances. The total stim on time was approximately 7 months which exceeded the calculated longevity. The root cause of the issue is normal battery depletion and was unrelated to the surgery. Correction: this device is no longer reportable as it was determined to exhibit normal battery depletion.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that following an unrelated surgical procedure where the ipg was not placed into surgery mode, the ipg became unable to communicate with external devices. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
An inoperable implant was reported to abbott. It is unknown if the system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was explanted and replaced to address the issue.